Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with a cracked and unresponsive screen was discovered after being carried in the user¿s pocket at school, and the user was unable to navigate the shutdown menu due to the display damage. Symptoms included no adverse clinical effects, with a reported blood glucose of 136 mg/dl. Outcomes included continuation of therapy using backup methods and arrangement of a replacement device, with instructions provided on data syncing and device return. Investigation included customer interview and troubleshooting education regarding device handling, data transfer expectations, and return logistics. Investigation of this device revealed a damaged display assembly consistent with physical impact, resulting in loss of screen functionality and inability to access on-device controls. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.